Event description:
Failure to alarm: fluid not removed, poor vacuum. No alarm when clamped.

Manufacturer narrative:
After an evaluation of the returned device this complaint was confirmed. An initial evaluation of the device was conducted and found the device failed the leak tests. A further technical evaluation was conducted and a defective vacuum motor (pump) was ruled as the root cause of the reported issues. As a corrective action the defective vacuum motor (pump) was replaced; the repaired device passed all functional tests and was confirmed working within specifications. Review of complaints history for renasys go pump serial # (B)(4) indicates no other issues have been reported against this device as of this date. Smith & nephew has issued (B)(4) to initiate renasys product labeling updates. These labelling updates will provide enhanced information on the functionality of the alarms as they relate to the design of the device, and scenarios that can occur in clinical settings which may impact alarm functionality.